Event description:
Dr (B)(6) injected in the midface on (B)(6) 2011. On (B)(6) 2011, the pt presented with a deep bruise and some parasthesia to the area. The palpation to the area did not indicate a lump immediately over the foramen but there was tenderness and bruising. Refill in the midface was rapid. The pt began application of warm packs and nsaids. Massage was done to attempt to move any potential product/pressure from the neurovascular bundle. In an update on (B)(6) 2011, (via voice-mail message), the pt had "a little bit of discoloration, capillary refill if perfect" and was given acyclovir. No other info was provided. In an update on (B)(6) 2011, the pt was placed on acyclovir for a herpetic infection, dosing and duration were unk. The pt initially had pain in the left upper midface area; she was given pain medication, name and dosing were unk. The pain resolved within days, however herpetic outbreak followed with "some crusting" over left cheek area. The pt is "doing good now;" event resolved.

Manufacturer narrative:
The device history records for lots 102930 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.